Event description:
The customer reported that the alarms from the hamilton g5 respirator are incomplete. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service technician (fst) went onsite to evaluate the device in question. The fst stated that during the initial installation, only the ec5 open interface existed for this hamilton g5 respirator, but the latter was sent back to the picix monitoring system as an inaccurate "operator" message for different problems on the hamilton g5 respirator. The fst replaced the ec5 open interface to have correct messages sent. The philips field service technician (fst) replaced the ec5 open interface to resolve the customer's issue.